Event description:
It was reported the patient felt a shocking or jolting sensation. There was no known accident or incident related to the event. It was reported the patient turned his stimulation down to zero and still felt shocking, especially in his left leg. The patient's leg got 'real numb.' Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v632934, implanted: (B)(6) 2011, product type lead; product ID 3093-28, lot# v674600, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with his device or therapy.